Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they are very disappointed with the interstim and it doesn't seem to be working at all and doesn't make sense to the patient. Patient has not been happy since implant but is noticing it a lot lately. Patient still has urgency and not making it to the bathroom in time. Patient has tried all 4 available programs on different amplitudes. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Patient stated the managing physician wants the patient to have physical therapy for their vagina however patient does not want to get physical therapy.